Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
Additional information reported stated that the patients following physician was not aware of the patients death. The cause of death remains unknown.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related. It was suspected that the patient deceased from cardiopulmonary arrest.